Manufacturer narrative:
The device was received fully deployed. The download data shows that the device completed first prime in 44 pulses and delivered 45 pulses total. No timeouts or alarms were seen in the download data. A rotational abnormality was seen near the end of the device's run. No issues were observed with the commutator cap that would contribute to a rotational abnormality. During the investigation the device delivered a 5 unit bolus and did not replicate the rotational abnormality. Inspection of the device found no issues that would cause the needle to deploy early. The cause of the reported needle mechanism failure could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed early when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.